Event description:
A report was received that the patient was experiencing extended charging times and felt that the ipg had moved within the pocket. The patient underwent a pocket revision procedure. The physician repositioned the ipg and moved it more to the surface. The patient was reportedly doing well following the procedure.